Event description:
It was reported that the patient presented in clinic. Device interrogation revealed high capture thresholds and low pacing impedance on the right ventricular (rv) lead. The physician elected to explant and replace the lead. The patient was discharged after the procedure.